Event description:
Two neuron tips were found flattened when the boxes were opened for inspection. The delivery box had been crushed in transport. This MDR is associated with mdr3005168196-2010-00242.

Manufacturer narrative:
The product was returned but no investigation took place because the catheters were severely damaged in transit back to penumbra. No conclusions could be drawn. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. (B)(4).